Event description:
It was reported that the pulse generator exhibited lead impedances ranging from 100 to 3000 ohms on both channels. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator was in backup mode consistent with cautry contact. After downloading the product code, normal function ensued.